Manufacturer narrative:
The approximate age of device: 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found deceased early this morning after falling asleep on batteries. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively established. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 3 ¿powering the system¿ provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The heartmate ii lvas patient handbook is also available. The section titled ¿how your heart pump works¿ outlines battery charge level, fuel gauge display, and visual and audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. This section also indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). Instructions for exchanging batteries and switching power sources are provided in the ¿powering the system¿ section. No further information was provided. The manufacturer is closing the file on this event.